Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The physician was treating a 100% stenosed lesion located in the moderately tortuous and moderately to partially severe calcified, 5 to 6mm in diameter, superficial femoral artery (sfa) with this 5.0 x 60/135 (4f) sterling balloon catheter. The balloon ruptured on the first inflation at 12atms after being inflated for 60 seconds. The device was removed from the patient intact. The procedure was completed with a symmetry balloon catheter. There were no reported patient complications. The patient status is listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)